Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous spontaneous report by a physician in (B)(6) of peritonitis in a patient coincident to receiving dianeal pd4, g-1.5% bag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced peritonitis after catheter implantation and was hospitalized. The cause of the peritonitis was unknown. On an unreported date the patient was treated with antibiotics (mediation, dose, route and frequency was not reported). On an unreported date the patient was discharged from the hospital. The patient recovered.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed and the assignable cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.